Manufacturer narrative:
Corrected data: b5, h6 (clinical and impact code) updated data: b4, g3, g6, h2, h11

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a test code failure #14 no he. There was no patient harm.

Manufacturer narrative:
Corrected data: b7. Updated data: b4, g3, g6, h2, h10, h11.

Event description:
N/a.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had a test code failure #14 no he.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
This report is being cancelled as a duplicate to mfg report # 2249723-2024-03299.

Manufacturer narrative:
This report is being cancelled as a duplicate to mfg report # 2249723-2024-03299. Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.